Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) on the right atrial (ra) lead channel due high out of range impedance measurement of greater than 3000 ohms. Technical services discussed possible causes and recommended troubleshooting options. The involve ra lead is a non-boston scientific product. Subsequently, the device was reprogrammed. The device remains in service. No adverse patient effects were reported.